Manufacturer narrative:
(B)(4). Batch # r58k6k. Investigation summary: the analysis found that one sc60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: can you please explain more event details? Was the manual knife reverse switch attempted? No information. If yes, did it function properly? Did the jaws eventually open? No information. No further information will be provided."

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please explain more event details? Was the manual knife reverse switch attempted? If yes, did it function properly? Did the jaws eventually open?

Event description:
It was reported by the sales rep that during an open low anterior resection, the knife did not return smoothly at the first firing on the rectum. Then, another device was fired to remove the device in question from the target tissue. The firing trigger was grasped forcibly, and the knife was returned to home position. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient.